Manufacturer narrative:
The referenced report of the previous percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2017-01896. (B)(4). Approximate age of device - 1 year and 3 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system previously had a driveline replacement on (B)(6) 2017, due to short to shield. The device had multiple pump stoppages. The clinic used a grounded patient cable in clinic, then an ungrounded patient cable when downloading data for log file. No further action was required at that time. The patient was to remain on ungrounded patient cable at home. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages on (B)(6) 2018. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad¿s white lead was connected to the power module. It was advised to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation was completed. Additional log file was submitted for review, and observed the backup controller was connected to the pump and during a driveline disconnect. During this time the controller was connected to battery power. The pump values and parameters are within normal limits. No unusual events noted. The pump was operating as expected on power module and battery power. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed through the evaluation of the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.